Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. It was indicated that the patient used an expired sensor, which is off-label usage of the device. The patient's parent stated on (B)(6) 2022, the patient had extreme thirst and wet the bed while the cgm was displaying 69 mg/dl. They checked a finger stick and the value was 413 mg/dl and 406 mg/dl. The patient's parent administered a corrective insulin dose based on the finger stick value. They replaced the sensor and provided the patient fluids to drink. After treatment, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.